Event description:
Head collapsed. Converted to total hip.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the exact root cause could not be determined, initial implant placement and bone quality are contributing factors. The exact root cause could not be determined without the pre and post op x-rays. A search of the complaint database found no prior reports for the ar screw part and lot number combination. There was one prior report for the lag screw lot number, however, the lelocle facility reviewed the device history records for the lag screw and found no manufacturing deviations or anomalies. Provided information states they converted to a total hip. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.